Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 559453 implantable pacing lead 2012 (B)(6); 419388 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient came into the clinic due to an audible lead integrity alert (lia) from their device. Stored data revealed a steady rise in impedance on the pace/sense portion of the right ventricular (rv) lead over the past several months and recent impedance readings out of range high. Lead revision was recommended. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A lead impedance out of range alert was indicated. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Max ventricular pace impedance rises from an approximate baseline of 1100 ohms the week ending (B)(6) 2013 to greater than 3000 ohms the week ending (B)(6) 2013.